Event description:
During verification testing at the service center, after the device was powered on, the device alarmed with a whitescreen error.

Manufacturer narrative:
During testing it was found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery that caused corruption of the random access memory (ram) data resulting in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.